Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been based upon the reported info.

Event description:
Integra received a report from (B)(6). The reporter stated that (B)(6) received a potential adverse reaction report from (B)(6) (spinal surgery devices company) concerning the device that was used in a spinal surgery procedure. It was reported that wound dehiscence was noted to begin seven days postoperatively on (B)(6) 2008, and was resolved on (B)(6) 2008. The pt underwent surgery on (B)(6) 2008 for posterior fusion at l4-l5, microdiscectomy and decompression (laminotomy and laminectomy). Bone graft was placed in the posterolateral space. Integra has requested additional clinical info.